Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a open repair of incisional hernia with laparoscopic assistance, hernia repair with mesh and laparoscopic enterolysis. She has a physician recommendation for surgical revision post-surgery. The patient underwent recurrent incisional hernia. The patient experienced chronic pain, high levels of recurrence. Findings : the patient had defect to the fascial mesh edge on the right lateral aspect causing incarceration of the omental fat in that space. Mild omental adhesions noted to the abdominal wall that were taken down to facilitate placement of mesh. Medical history: hypothyroidism, depression, cholecystectomy and umbilical hernia repair. The patient had severe abdominal pain because she swallowed her partial denture.